Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device was returned for examination. The noted damage is consistent with device use from normal use and servicing; wear, nicks, scratches and bents, however no missing pieces were found, therefore the broken allegation cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Email received from cssd ortho tech with a list of broken instruments. The list contains only instruments that are broken with codes of the instruments. No description of damage or how the damage has occured only that the instruments are broken. This is to be followed up by myself. The date or day of event is unknown.